Event description:
The radiation onclogy dept. Has experienced unusual and prolonged equipment failure with the siemen's primus linear accelerator resulting in excessive pt concellations and missed treatments. A rare missed treatment is acceptable in the industry; however, downtime for a linear accelerator cannot be frequent because cancer pts need daily treatments. In june, 2003, center experienced excessive downtime resulting in many pts missing treatments. This excessive machine failure was not acceptable and was communicated to the vice president at siemens. In september 2003, equipment failure reached an unacceptable level resulting missed treatments.